Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) recorded a maximum charge time while delivering a shock. The device was later found to have reached eos without any apparent indicators.